Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the result of evaluation, the ptfe pad of the subject device was severely worn and the metal part of the grasping section was exposed. The probe tip and the non-insulated part had contact marks. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the event is most likely related to the operator¿s technique. Based on the past similar cases, it was known that the ptfe pad was damaged since the user activated output the device in seal & cut mode without contacting tissue (including after the tissue already cut). An error occurred since the user kept activating output of the device while the probe was contacted with the non-insulated part of grasping section due to the worn ptfe pad. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an uncertain procedure, the subject device was used. When the user activated output in seal & cut mode, an error occurred. The intended procedure was completed with another device. Olympus medical systems corp.(omsc) received and evaluated the subject device. As a result, omsc found that the ptfe pad of the subject device was severely worn on (B)(6) , 2017. There was no patient injury reported.